Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported they received false positive results when running the alinity m sars-cov-2 assay. The customer received a high number of positive results with failed control flags. Customer repeated most of the samples with a failed control flag and in most cases (around 23) the sample generated a negative result on repeat. A few samples were not rerun or generated an exception upon repeat. Only the negative results were reported outside the lab. There was no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 515415 is performing outside of established design performance specifications. The reported sample ids (sids) were positive and generated a valid result. All positive samples displayed an internal control (ic) flag as the internal control was out of range for these samples. A patient sample with positive amplification of target but failed internal control will produce a valid result with a flag for internal control failure. As a result, these samples were flagged by the instrument to notify the technician that the sample requires further review. All valid re-tests of the reported sids were negative. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515415 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515415 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 515415. The complaint history review identified two additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 515415. They were both investigated and determined no product deficiency. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 515415 was not identified.